Manufacturer narrative:
There was no report of product information and the product will not be returned for an evaluation. If more information becomes available, a follow up report will be submitted. According to both thermage cpt and thermage flx user manuals, burns are a known potential side effect of treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Due to the lack of information provided by the patient, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.

Event description:
A patient reported that they received a burn around their eye after a thermage treatment that was performed around their eye and face. The patient did not report the date of the event, product information or outcome.